Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for one patient. The following data was provided (customer¿s normal range is <26 ng/l): sample ID (B)(6) initial result, on (B)(6), was 53.8 ng/l, which was reported and questioned by the physician. The patient was redrawn, under sample ID (B)(6), on (B)(6), and the result was 24.5, which was held by the middleware rule, repeat result was <2 ng/l, which was reported to the physician. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = sample ID (B)(6) and sample ID (B)(6). All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An abbott customer service representative (csr) reviewed instrument logs due to the customer reporting a falsely elevated alinity I stat high sensitive troponin-I result on the alinity I processing module, serial number (B)(6). The csr was unable to identify a single definitive cause for the elevated result but did observe a sample aspiration error on one of the sample replicates. No parts were replaced or adjusted on the analyzer. The alinity I processing module, serial number (B)(6), was considered the likely cause of the issue. However, sample integrity (volume) could not be ruled out as a possible cause. No additional discrepant result issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.